Manufacturer narrative:
The reported event of ¿lead displayed insulation breach¿ was confirmed. Only the connector portion of the lead measuring 9.6 cm/10.0 cm (outer insulation/inner insulation was returned in one piece. Visual examination of the lead found full breach insulation degradation with the outer insulation separated/detached adjacent to the connector boot noted at 4.5 cm from the connector pin.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an insulation breach was observed on the right ventricular lead during a routine procedure for a generator change. The lead was capped (B)(6) 2019. Part of the lead was explanted. The lead was replaced. The patient was stable.